Event description:
It was reported that the 9900 system had mixed up images on the hard drive. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software upgrade was installed during the service call.